Event description:
Boston scientific received information that while evaluating the pacemaker and right atrial (ra) lead for decreased pacing impedance measurements, the clinician noted stored episodes of noise on both the ra and right ventricular (rv) leads. On the rv channel the noise was oversensed and led to pacing inhibition with greater than two seconds of asystole. Boston scientific technical services (ts) was consulted and after review of the electrograms, stated that the noise appeared to be external. The clinician identified that the electrogram was from one year earlier when the patient was in a procedure. Thus no further programming changes or investigation regarding the noise was performed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.